Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Initial testing found the device to experience a false upstream occlusion alarm. The device was found out of specification in relation to the reported symptom which was not reproduced during further testing. The confirmed symptom was found to be caused by cracks on the upstream sensor tail pins. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.